Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up arrow button has a delayed response. The reporter denied any damage to keypad and no moisture exposure to the pump. The patient reportedly wore the pump under a garment and cleans the pump with a q-tip or dry cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 04/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.